Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via email high blood glucose, low blood glucose and hospitalization. Customer's blood glucose level was as high as 500 mg/dl and as low as 38 mg/dl. Customer advised they woke up craving sugar, could not see and could barely stand up. Customer advised they slept for 3 days straight because their arms and legs hurt. Customer advised they were diagnosed with gastro paresis.